Manufacturer narrative:
The reported complaint of a "user advisory - ua12 (lifeband not present)" on the autopulse platform (serial #(B)(4)) was not reproduced during initial functional testing and not confirmed in the archive data log. Instead, the device displayed ua16 (timeout moving to take-up position). It's possible that the user may have mistakenly seen the wrong user advisory message since no ua12 error message occurred in the archive. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Although ua12 was not confirmed, ua12 error message is easily clearable by the user. The ua 12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Unrelated to the reported complaint, during visual inspection, a damaged front enclosure and a worn fan bracket assembly were observed. The autopulse platform is a reusable device and was manufactured on march 2011. The device has been operating for over 8 years, well beyond its expected serviceable life of 5 years. Therefore, these types of physical damages are characteristics of normal wear and tear in relevant of the device age. The damaged parts were replaced. The initial functional testing on the returned autopulse platform failed due to ua16 (timeout moving to take-up position) upon powering on. The investigation findings revealed brake gap was frozen and ground wire was broken. These faults are caused of ua16. To remedy ua16, the drive train motor and its gaskets were replaced. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and approved for clinical use.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 12" (lifeband not present) upon power on. The user was unable to clear the error message. No patient involvement.